Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.